Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application was not working. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of g5 mobile application not working. A root cause could not be determined via data. The reported issue of g5 mobile application not working is reportable based on the finding of connection loss.